Event description:
Customer reported 8 false positive results for both flu b and sars. The customer communicated that no confirmatory testing was done. Report 6 of 16 (flu b).

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends for the reported issue for this product. Root cause: insufficient information. Source: phone.